Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Additional 510k: exempt, (B)(4) instrument. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 13.jun.2013. Ncr 3198072 was generated during production. This ncr documented a rework according validated procedure which has no influence on reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the knob at the end of the trial implant has broken and is probably still stuck in the applicator knob. The applicator knob has been tried with other trial implants and it is not able to catch the trials any more. The surgery was not prolonged. No information about patient condition. All broken off pieces were removed from the patient. The procedure was successfully completed and there was no patient harm. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the article is in a used condition. The knob at the end of the shaft is broken off. The broken end piece of the t-pal small trial implant 03.812.312 was still inside the knob 03.812.004; it could easily be removed without any damage. After removing the piece we could perform the functional tests with the applicator inner shaft 03.812.003 and the applicator outer shaft 03.812.001. The result of our functional tests has shown that the instrument is working entirely in accordance to our work/test instructions and design specifications. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.